Manufacturer narrative:
The device was not available for eval by the MFR. No add'l info was available from the customer.

Event description:
Customer reported that too much fluid was pulled from the pt. The customer noted that the frangible pin was not broken correctly. Customer did not provide any info regarding the pt or whether there was pt injury or intervention.